Manufacturer narrative:
The onyx was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Upon receipt of the device and/or additional information a supplemental report will be filed. Related mdrs for this event: 2029214-2019-00434, 2029214-2019-00435. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that there was poor onyx visualization during the procedure. It was reported both reported vials were not radiopaque. The onyx was not used to treat the patient. This event was reported to have occurred during an arteriovenous vm m1, frontal.

Manufacturer narrative:
H3: the dmso, onyx vials and onyx syringe were returned within its outer carton and inside of a shipping box. The dmso and onyx vials were empty. Onyx residue found inside the syringe and on the bottom of the onyx vial. The onyx solution was not returned for evaluation as it was consumed in the patient. The lot history record of the reported lot number a731321 revealed onyx 34 subassembly part number 50067-080 lot a698564. For further investigation, one onyx vial from the same lot (a698564) was requested from qc retained samples for testing. The retained onyx vial was then placed on an in-house onyx mixer and then shook for 20 minutes a setting of 8 per the IFU. The onyx solution in the vial appeared to be mixing well. After mixing, the onyx solution was then aspirated immediately into an in-house onyx 1ml syringe with an 18 gauge needle for density testing per the density measurement for lot: a698564 = 1.68g/ml; which is within the specifications (1.71 +/- 0.1 g/ml). No other anomalies were observed. Based on the analysis findings and the reported event details, the customer's report of ¿poor onyx visualization¿ was not confirmed. The root cause could not be determined as the onyx solution was not returned. The in-house retained onyx vial with the same lot number was visually inspected, mixed and then tested for density; and found to be within specifications. The lot history record of the tan talum powder's lot number has been reviewed and no quality issues were noted. In addition, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specification identified that led to the reported issue. Possible contributing factors of ¿poor onyx visualization¿ include failure to continuously mix onyx for the required time and/or failure inject the onyx immediately may result in inadequate suspension of the tantalum; resulting in inadequate fluoroscopic visualization during delivery. Per our instructions for use (IFU): ¿shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that radiopaque was used. Each onyx vial was shaken over 30 minutes on a speed setting of 8. Shaking of the vial was maintained until ready for use, they did not sit more than 5 minutes prior to injection. The injection rate was performed per the IFU, with a continuous injection used. The vials were only shaken prior to aspiration for a few seconds.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.